Event description:
It was reported that during the n=32 inspection of the fentanyl cadds, a particle was found in a cassette (#31). No picture was taken of it, but the particle appeared to be a small, opaque plastic particle similar to those previously observed. Something about it caught the technician's eye, prompting them to hold the cassette up to the light, where the particle was seen dropping. Its presence was verified by other technicians present. The 32nd cassette similarly caught the technician's eye, and it was found to contain a particle as well. The technician admitted to being on "hyper alert" after just having found a particle, and both particles were only confirmed in the light. Of note, as the technician entered p1-6s, the sounds of smacking the cassettes during inspection were heard. The customer has provided a sample photo and video of the particle found in the cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One picture and one video were attached to the complaint. The reported issue was confirmed as particles were detected inside of the medication bag. The service history review had no indication that the complaint was related to a service of the device within the review period.